Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator is on the right side. The patient¿s original pain is in the upper left quadrant of his back. The patient has pain at the implantable neurostimulator site which is crippling him since a week prior to the report (confirmed as (B)(6) 2018). It seemed sudden to the patient. If the patient is lying on the couch with his legs crossed, he cannot pick up his left leg and he needs help getting up to go to the bathroom. The implantable neurostimulator is working as it should and controlling his pain. When he pushes on the implantable neurostimulator he is fine, there is no inflammation and no pain with touch. It was recommended that the patient try turning the implantable neurostimulator for 4-5 hours, but he mentioned that he cannot do this because his original pain becomes unbearable to tolerate. The patient was redirected to his health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.